Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip cut the bile duct and it resulted in a post op leak. The surgeon reported that the patient is septic and is still in the hospital. It is not clear how many devices were used in the procedure. All devices were discarded following the procedure.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Information provided by the surgeon: surgeon stated that it is possible that the staple from the device caused the post op leak. He has been using this device for over 7 years. The event was reviewed with an ees cross-functional team consisting of customer quality, marketing, medical affairs, and product life-cycle representatives. The team requested call with surgeon to better understand the event. The surgeon agreed to a conference call with ees medical consultant and product engineer. He will review his schedule and provide ees with his availability. Additionally, the rep was contacted to help obtain the details around the event. Additional information from the sales rep, "I went to his office to try to catch him and I went to the hospital where the incident happened. I spoke to a few of the nurses. I called his cell and asked if he would call me back and nothing yet." To date, the surgeon has not responded to messages or voicemails. Multiple attempts are being made to obtain the additional information. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.